Event description:
It was reported the pt is experiencing ineffective stimulation due to invalid impedances on 60 percent of the scs lead contacts. Reprogramming was unable to resolve the issue. The pt reported the programs are auto-reducing. Follow up with the physician is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.